Event description:
Additional information received. It was reported that the fracture site was located after the trunnion at the neck, and only on the body. The event occurred on the left hip. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b4; b5; g3; h2; h3; h6; h10; h11. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 6 years post implantation of a total hip arthroplasty, the patient was revised due to instability. The patient had an x-ray which showed that the prosthesis had broken off at the neck of the body. There was no known trauma. The patient was described as being active and plays a lot of golf. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 11-301311, lot# 322500 arcos con sz a hi 60mm. G2: foreign: country: sweden. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d10;g3;h2;h3;h6 d10: cat# unknown lot# j6327166 / unknown head h6: component code: mechanical (g04)- stem the arcos cone body was returned; however, the stem was not returned for evaluation. Visual examination of the returned cone identified that the arcos body was confirmed to have what appeared to be a fractured surface in the neck region of the cone body. It also appears that a portion of the same neck region was cutoff. Based upon the cone body device return and no allegations against the stem, the reported issue was determined to be related to the arcos body and not the stem. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed on the arcos cone body based on the returned, fractured device. However, there were no alleged issues or product malfunctions related to the stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.